Event description:
It was reported that on (B)(6) 2024 at 14:22:21, the intellivue mx450 patient monitor failed to alarm for ECG despite the violation of the alarm limits. The customer set the heart rate range of 60-100 times/min, during the monitoring period, patient with frequent ventricular premature beats showed double, paired ventricular premature beats and frequent short series of ventricular tachycardia, and the heart rate often dropped below 60. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The following functional tests were performed: the customer received assistance from a third party engineer. It turned out that the customer performed testing and confirmed that the alarm was normal. Further relevant information was requested (like bed label of event, logs, configuration information,...), but none could be provided. Based on the information available and the testing conducted, philips was unable to replicate the reported problem and the exact cause is unknown. The reported problem was not confirmed. The device was tested on customer's own and was found to be working as expected. Due to insufficient information the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2024 at 14:22:21, the intellivue mx450 patient monitor failed to alarm for ECG despite the violation of the alarm limits. The customer set the heart rate range of 60-100 times/min, during the monitoring period, patient with frequent ventricular premature beats showed double, paired ventricular premature beats and frequent short series of ventricular tachycardia, and the heart rate often dropped below 60. The device was in use on a patient. There was no report of patient or user harm.